Event description:
It was reported that the lead had vegetation on it and was explanted. Once the lead was out, dark spots were noted on the insulation where it appeared that blood had entered the lead body. Insulation breaches were noted near the electrodes.

Manufacturer narrative:
No medwatch form was received.